Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: it was reported that the patient underwent primary surgery with allofit cup on an unknown date and underwent revision surgery on (B)(6) 2017 due to unknown reasons. The allofit cup was exchanged to continuum cluster cup. During that surgery, the drill bit of the continuum instrument was broken. The instrument breakage is entered under zimmer, inc. (B)(6) complaint number: (B)(4). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation. No product documentation was reviewed for investigation. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is also unknown why the allofit cup was removed and replaced with another components. No detailed event description was received. It is only known that a revision surgery of the allofit cup was performed. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 05, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split complaint with zimmer inc. Warsaw. The breakage of the drill bit was reported on (B)(4).

Event description:
It was reported that the patient was implanted with an allofit cup hip impl on unknown side on unknown date. The patient was revised due to unknown reasons on (B)(6) 2017. During revision surgery, drill bit of the continuum instrument was broken.